Manufacturer narrative:
H3: the device was wrapped in white gauze, placed in a tape secured pouch, and returned in a plastic bag. Upon inspection, traces of contamination were observed at the distal end of the middle tube spiral wrap. It was also observed that the distal end of the middle tube spiral wrap was protruding. Additionally, x ray examination of the device revealed a broken and expanded middle tube spiral wrap. Functional testing was not performed due to the defective condition of the device upon receipt. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20, fdc d16 and img g0404 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, according to the doctor in charge of the case, the blade malfunctioned, an internal component became disconnected, and the blade was not cutting correctly, no fragments were detached. Immediate replacement was necessary to proceed with the procedure. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.